Event description:
Customer called to report the insulin pump has a unresponsive button. Blood glucose reading at the time was 248 mg/dl. The customer mentioned that the insulin pump had been exposed to sweat. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Insulin pump received with cracked display window corners, cracked reservoir tube lip and missing end cap sticker.